Event description:
After total knee arthroplasty, wound remained red, swollen and uncomfortable. Components were removed and spacer was placed.

Manufacturer narrative:
Engineering eval of the returned femoral component noted that there was a large amount of bone cement remaining of the device, including the anterior flange, sides of intercondylar box and anterior condyles. There was also soft tissue debris on the anterior flange. There were scratches on the articular surface of the anterior flange consistent with device removal.